Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/24/2014 to the present date 11/4/2020 and confirmed that this device was previously returned for servicing 8 times and there were no production failures indicated on the source device.

Event description:
The customer reported error code 354.6770 and cracked lower case/base bottom area. There was no patient involvement.